Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test and basic occlusion test. Motor was tested outside of the unit and passed. Unable to prime during prime/delivery test due to faulty back pressure sensor (gold) noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer's wife reported via phone call that the insulin pump had multiple motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was about 120 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the product for analysis.